Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a check circuit alarm condition was observed. The device's motor blower needs to be replaced to address the issue. Additionally, the device's keypad needs to be replaced due to cosmetic damage. This issue would not affect the device's ability to deliver therapy as designed. No repairs were performed. The customer rejected the manufacturer's quote. The device was returned unrepaired.